Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (arrhythmia alarms and code 204) have been confirmed. Upon investigation the electrode belt failed a detect and treat test. The cause for the failure was isolated to the trunk cable. There was an open red (can h) wire in the trunk cable and the trunk cable was cut. The trunk cable showed signs of physical abuse including being cut. The root cause for the open wire was excessive force. The root cause for the cut cable was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent arrhythmia alarms and code 204.